Event description:
It was reported that the insulin pump alarmed compromised force sensor system during prime troubleshooting was done. Customer's blood glucose was 123 mg/dl. Customer stated that the drive support cap was sticking out. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).